Event description:
A valvuloplasty was intended on patient. Upon perclosing the access to the groin the proglide prostyle closure device broke and became lodged in the iliac artery. Physician unable to work it free. Another heart surgeon was consulted for a vascular cutdown for exploration. Access was attempted to be tamponaded with a 12mm peripheral balloon via access from opposite side but bleeding continued. Patient had extended length of stay due to incident, intervention to stop bleeding which could have been life threatening and a second procedure, all as a result of device breaking. FDA safety report ID# (B)(4).